Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to duplicate the reported event. As a pre-cautionary measure, the fsr replaced the front panel assembly. The fsr performed the operational verfication procedure and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device was on a patient when screen suddenly went blank. The customer reported the ventilator kept working and was plugged into wall a/c, not on battery power. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported "screen suddenly went blank. Vent kept working" problem was duplicated and isolated to failed fluorescent lamp. This issue will be internally investigated within vyaire.